Event description:
The customer alleges she had to jump pff her scooter because she saw smoke. The customer sustained a fractured leg.

Event description:
The customer alleges she had to jump off her scooter because she saw smoke. The customer sustained a fractured leg.

Manufacturer narrative:
Device evaluation anticipated but not yet begun. A follow up report will be submitted upon completion of investigation.

Manufacturer narrative:
Customer refused multiple attempts to evaluate device. Complaint could not be investigated. Customer refused service.